Event description:
The device was returned for the analysis.

Manufacturer narrative:
Retainer ring = clear ring customer returned insulin pump for an alleged insulin pump error alarm found on (B)(6) 2021. Insulin pump was received with a critical insulin pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical insulin pump error (open book image) alarm. Successfully downloaded firmware using crest. Insulin pump failed to enter recovery mode preventing download of history files and traces using thus. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board 1, corroded battery tube, and force sensor. Swapped electrical board 2 into a test electrical board 1 with the unit booting up in the same state. Force sensor zero offset within specification [23.5mv]. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case above arrow and battery icon, cracked keypad overlay, cracked reservoir tube lip, cracked retainer, pillowing keypad overlay, cracked case on corner of belt clip rails, partially detached retainer, and missing display window/cover. Critical insulin pump error (open book image) alarm confirmed. Unable to confirm other alarms/other anomalies due to critical insulin pump error (open book image) alarm. Problem isolated to electrical board 2. Unable to download history files and traces confirmed. Unable to verify insulin pump error 35 alarm due to critical insulin pump error (open book image) alarm. Insulin pump exposed to moisture confirmed on the electrical board 1, corroded battery tube, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic stated that the insulin pump had insulin pump error. Customer was not able to clear the alarms and rewind the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The first supplemental report had been submitted without updating h11 section. Since providing the update in the second supplemental h11 section. The update is "information has been corrected which was not correct in the initial report. The information has been provided in section b5 with first supplemental report".

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded firmware using crest. Pump failed to enter recovery mode preventing download of history files and traces using thus. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, corroded battery tube, and force sensor. Swapped pcba 2 into a test pcba 1 with the unit booting up in the same state. Force sensor zero offset within specification [23.5mv]. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case above arrow and battery icon, cracked keypad overlay, cracked reservoir tube lip, cracked retainer, pillowing keypad overlay, cracked case on corner of belt clip rails, partially detached retainer, and missing display window/cover. Critical pump error (open book image) alarm confirmed. Unable to confirm other alarms/other anomalies due to critical pump error (open book image) alarm. Problem isolated to pcba 2. Unable to download history files and traces confirmed. Unable to verify pump error 35 alarm due to critical pump error (open book image) alarm. Pump exposed to moisture confirmed on the pcba 1, corroded battery tube, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the insulin pump had broken force sensor was detected during seating or regular delivery. Customer was not able to clear the alarms and rewind the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.